Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard had broken. A field service engineer (fse) reported that some keys were not working. After swapping it with a good keyboard, the issue persisted. The fse then uninstalled and reinstalled the drivers, reseated all connections, and confirmed functionality using the hardware test application. The customer verified that all keys are now working perfectly in the application. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had broken keyboard, and certain keys did not respond. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.